Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead experienced an episode of ventricular fibrillation (vf) where tachy therapy was delayed. Review of the stored electrogram revealed that following initial detection, the device began charging, but diverted therapy due to undersensing. The episode was redetected in the ventricular tachycardia (vt) zone, anti-tachycardia pacing (atp) therapy was provided inappropriately due to undersensing. The episode then accelerated in the vf zone and was successfully converted with shock therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.